Event description:
A surgeon reported that over the past year, he began to notice more poor refractive outcomes following intraocular lens (iol) implant procedures. The surgeon is unsure why he is having the hyperopic results. He has looked at how his calculations are being done, which formulas are being used and has been unable to pinpoint a specific reason for these results. The surgeon is unsure how many poor outcomes he has had to date. Additional information has been requested. There are three medical device reports associated with this event. This report represents the unknown patients.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. File information provided indicated the use of an approved cartridge. The viscoelastic used was not indicated. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).